Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there is one previous complaint of this code regarding cassette leakage. There are no units in OEM stock. The cassette has lost the solution because it has a crack in the structure. Thread of the cassette received is broken inside the cassette. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: the complaint is corresponding (justified). Actions on product: replace the cassette to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incidents in the future: (B)(4).

Event description:
Country of complaint: (B)(6). Complaint states: customer has advised the thread keeps breaking and cassette has leaked.